Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's left ventricular (lv) lead exhibited loss of capture and was programmed off on 28 jun 2021. During the revision procedure, it was revealed that the lead had dislodged and was coiled in the device pocket due to suspected ratchet syndrome. The lv lead was separate from the suture sleeve which was still sutured into the tissue. The lv lead was explanted and replaced. The patient was stable.